Event description:
Reporter calling to report problems after using "cvs health sensitive skin paper tape for gentle removal on all skin types." She states she started using the paper tape and experienced pain, and an intense burning sensation. She initially thought this was just part of the normal recovery process as she had recently had a surgical incision, but upon removing the tape her skin was "red and bumpy" in the exact shape and size of the applied tape. She stopped using the tape but the burning sensation continued for "a few weeks" after that. She used an ice pack for pain control and to help her be able to fall asleep.